Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with reflin (500 mg, once every four hours) intraperitoneally and injection of fortum (500 mg, once every four hours, route of administration was not reported). At the time of this report, reflin/fortum therapies was ongoing, the patient remained hospitalized, and was recovering from the event. Dianeal/extraneal therapies were ongoing. No additional information is available.